Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained from the mgit 960 analyzer. A "snowflake-like growth" was visually observed in the tube; however, contamination was ruled out as an inoculation of the sample was made onto blood medium and no growth was observed. The patient sample tested positive for bacillus when using arb stain and lj agar slant media. In addition, the patient sample was retested and a positive signal was obtained from the mgit 960 analyzer. There was no adverse health impact reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4193980 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4193980. Retention samples from batch 4193980 were available for inspection. Retention samples were performance tested for growth per the bd standard performance protocol for material 245122. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Five photos were received. Three of the photos showed tube label from batch 4193980. One photo was a mgit g&d plot from the instrument. One photo was a pdf of an instrument service report. Retention sample testing did not find a performance defect. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained from the mgit 960 analyzer. A "snowflake-like growth" was visually observed in the tube; however, contamination was ruled out as an inoculation of the sample was made onto blood medium and no growth was observed. The patient sample tested positive for bacillus when using arb stain and lj agar slant media. In addition, the patient sample was retested and a positive signal was obtained from the mgit 960 analyzer. There was no adverse health impact reported.